Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 5-2 amplatzer piccolo was selected for implant. The patient was (B)(6) kg, (B)(6), and has the following pda dimension: minimal diameter: 2.8mm, diameter at aortic ampulla: 4.3mm, length: 8mm. The device was placed intraductal. The device was placed, but not released and determined mis-sized too big due to device extending into the left pulmonary artery. The device was removed and exchanged for 4-2 piccolo (lot # 7277290), which implanted with great position. Once the patient was back in the nicu, post-procedure echo showed that the device had embolized. The patient was brought back to the cath lab and the device was snared. An mvp-5q was implanted. The patient is stable and discharged from the hospital.

Manufacturer narrative:
Additional information for: g4, g7, h3, h6 and h10. The explanted devices were not returned and therefore a physical inspection was not completed. A review of the DHR did not identify any artifacts that indicate the design or the manufacture of the present device is the root cause of the observed fitment issue .another manufacturer's product, mvp-5q was successfully implanted and patient discharged in stable condition.

Manufacturer narrative:
Correction information for d2. Additional information for g4, g7, h2, h10.